Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device screen developed a small crack at the top corner after the user rolled onto the device, while the device continued to function and blood glucose control was reportedly unaffected. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities. Investigation included photo documentation request and customer interview. Investigation of this case revealed physical damage to the display with continued device functionality. It was concluded that the event was consistent with accidental physical damage and did not involve a device malfunction.